Event description:
Additional information was received that this right ventricular (rv) lead displayed an increase in pacing thresholds and pacing impedances. The physician felt there was a microdislodgement that could not be seen on x-ray. It was noted the patient was not pacer dependent. The physician opted to not reposition this rv lead, and instead implant a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced shortly after implant due to a product performance issue. No additional adverse patient effects were reported.